Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. After ablation, while pacing in the right ventricle, blood pressure changes were noted and a pericardial effusion was confirmed via intracardiac echocardiography. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was reported to be in stable condition at the time of complaint report. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.